Manufacturer narrative:
A specific root cause could not be determined. The samples in question were not available for further analysis. From the information provided, it was determined that a general reagent issue can most likely be excluded.

Event description:
The customer reported that they received erroneous high results for two patient samples tested for thyrotropin (tsh). The first patient sample initially resulted as 7.92 uiu/ml. The sample was repeated on a vitros analyzer and resulted as 3.61 miu/l. The second patient sample initially resulted as 6.0 uiu/ml. The sample was repeated on a vitros analyzer and resulted as 4.0 miu/l. The patients were not adversely affected. The tsh reagent lot number was 179138 with an expiration date of 04/29/2015. There was a positive quality control bias observed because of low signals in the lot calibration. Calibration signals and control recovery were good with subsequent reagent pack calibrations. A new lot calibration was then generated with good control recovery. An inter- laboratory comparison was also performed with an e411 analyzer. After this, results then correlated well. Quality controls performed on the vitros analyzer suggested a slightly lower recovery on that instrument.

Manufacturer narrative:
The patient for the first sample was visiting the doctor for an annual health check up. The doctor expected a normal tsh value for this patient.

Manufacturer narrative:
This event occurred in (B)(6).